Event description:
On (B)(6) 2012 an FDA inquiry (dated (B)(6) 2012) based on user facility medwatch report (number (B)(4)) was received. The report received did not contain a description of the event. On (B)(6) 2012, the customer provided the following information: during axillary lymph node biopsy in a breast cancer patient, the biopsy needle fractured and the tip was left behind. The interventional radiologist noted the needle tip looked different on removal but it did not occur to him it may have fractured and been retained until after he left for the day. The following morning, he called the patient back in for an x-ray and confirmed the needle tip was in the axillary muscle tissue. Surgical consultant agreed attempting to remove the needle tip would do more harm than good. On (B)(6) 2012, the user facility medwatch report submitted by the customer to the FDA was provided to carefusion. The medwatch report contained the following additional information: the original intended procedure was a fine needle biopsy of the axillary lymph node under ultrasound guidance. The enlarged lymph node was located in the axillary area, which makes it technically difficult for the radiologist to see and approach for needle biopsy.

Manufacturer narrative:
(B)(4). Investigation summary: the sample was not available for complaint analysis. Therefore, the reported condition could not be confirmed. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure. The complaint data was reviewed as well and no significant trend was noted. The most probable root cause for this incident could not be determined as a sample was not available for complaint analysis. However, based on the information provided, the region where the biopsy procedure took place (axillary area), makes it technically difficult to approach for a needle biopsy. This may increase the probability of breakage of the needle. An action plan has not been proposed at this time as the investigation determined that the probable root cause is not related to the manufacturing processes. (B)(4).